Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was prepared as usual, with both lines flushed, and the guidewire inserted before deploying the catheter. Once deployed, it was connected to the pump, but the drip line became occluded. Manual flushing attempts confirmed the occlusion, leading to the catheter being replaced, which resolved the issue. The procedure was completed without any patient complications, and the catheter was disposed of and not expected to return. Additionally, the catheter was already inserted into the patient when the pump alarm alerted due to the occlusion, and it could not be fully undeployed when pulled out of the body, remaining in a small basket shape despite the slider switch mechanism being all the way forward.